Manufacturer narrative:
The insulin pump was received with minor scratched display window, missing reservoir tube o-ring. And dog chew marks severely on reservoir tube lip. The test reservoir would not lock/click in place. The insulin pump passed the idle current test, run current test, self-test, off no power test, unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and rewind test. Unable to perform basic occlusion test and occlusion test due to dog chew marks severely on reservoir tube lip.

Event description:
It was reported via phone call that their dog got a hold of the insulin pump and chewed it up. The customer was sleeping when it had occurred. The customer's blood glucose level during the incident was 344 mg/dl. The customer reported that the insulin pump was cracked and broken up. The customer was able to read the insulin pump screen and was functioning as designed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.